Event description:
Rptr alleged, discrepant blood glucose values of 24 mg/dl, 270 mg/dl and 86 mg/dl, back to back on the compact plus sys. No actions or inactions reported. No adverse event reported. A request was made for the return of the suspect prod and replacement prod was sent.